Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter, molding defect, scale marking issues, and air bubbles. This occurred on 13 occasions before use. The following information was provided by the initial reporter: fm in tube x2 fm in gel x51 deformed tube x1 defective marking x7 embedded fm in tube x1 dirty tube x18 gel air bubbles x149 air bubbles in tube x32 d.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes d.2. Medical device catalog #: 367963 d.2. Medical device lot #: 9036804 d.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 2019-02-05.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes had foreign matter, molding defect, scale marking issues, and air bubbles. This occurred on 13 occasions before use. The following information was provided by the initial reporter: fm in tube x2 fm in gel x51 deformed tube x1 defective marking x7 embedded fm in tube x1 dirty tube x18 gel air bubbles x149 air bubbles in tube x32.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and foreign matter was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes had foreign matter, molding defect, scale marking issues, and air bubbles. This occurred on 13 occasions before use. The following information was provided by the initial reporter: fm in tube x2. Fm in gel x51. Deformed tube x1. Defective marking x7. Embedded fm in tube x1. Dirty tube x18. Gel air bubbles x149. Air bubbles in tube x32.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter, molding defect, scale marking issues, and air bubbles. This was discovered before use. The following information was provided by the initial reporter: fm in tube x2, fm in gel x51, deformed tube x1, defective marking x7, embedded fm in tube x1, dirty tube x18, gel air bubbles x149, air bubbles in tube x32.